Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose on unknown date with blood glucose of 22.9 mmol/l. The customer was treated with insulin drip. The insulin pump will be returned for analysis.